Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt had been out of town for 5 days but before they left the implant was fully charged but now when they unlock the controller they got the message no device found. When asked for an event date pt said they had been getting it several times since they were home for the implant was fully charged but they went 5 days without charging the implant. Pt said this was a "pain in the ass" and if this is the problem it has this will be the biggest mistake they had ever made. During call pt attempted to charge their implant and they got the message battery low recharge implanted device message, pt then got the message poor recharge quality. Pt noted they could not wait to talk to their doctor about this because pt could not reach behind themselves. Pt was able to recharge their implant at good for the controller battery was at 40% and the implant was in the red at a discharge state. The ch arging was intermittent for pt was getting poor recharge quality. Pt mentioned the last individual they spoke to said maybe the implant was implanted to deep and they need to recharge in a chair. Pt noted their belt did not work for them. Pt will continue to charge their implant and will call back if issues persist. Pt noted that the medtronic printing literature should not say they could do what they do and to take a simple recharge. No symptoms were reported. It was reported patient unable to charge since implant due to implant in location patient can't reach. Patient reported they had deterioration in shoulder that prevents them from moving arms behind back to recharge.